Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The analog interface and x-ray regulator circuit boards were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ displayed analog channel 8 failed and was non operational. There was no adverse patient involvement reported. There was no patient information reported.